Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 26 fractured. Construction is unknown. The implant shows severe damage due to removal. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading on the implant.